Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant fluid loss was noted. Inspection of the explanted components revealed a crack in the cylinder connecting tube. The cause of the tube crack was not identified by the facility. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: based on the information provided and the analysis results for the returned device it was concluded that a small leak in the cylinder body, a big hole in the outer tube of the cylinder as well as the pump not passing the activation and deactive state tests contributed to the reported allegations. Product analysis confirmed the as reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual inspection of the reservoir did not identify any leaks. The component also performed within specification. Visual inspection of the cylinders identified that cylinder 1 had a small leak in the cylinder body and a large hole in the outer tube due to wear at fold. The cylinder was not pressure tested due to the leak identified. Cylinder 2 performed within specification and did not have any leaks. The pump was visually inspected and it revealed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the component identified that the pump did not pass the activation test and the deactive state test. Based on the analysis results the identified fluid leak and hole in the outer tube of cylinder 1 was the most probable cause of the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant fluid loss was noted. Inspection of the explanted components revealed a crack in the cylinder connecting tube. The cause of the tube crack was not identified by the facility. The patient was stable and improved following the procedure.